Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A review of the device event history was performed. Device evaluation confirmed the reported condition of a damaged battery and determined the root cause to be depleted main batteries. No repairs could be performed due to estimate refusal by the customer. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a damaged battery during biomedical service. Review of the device event history determined that the reported condition interrupted delivery. No pateint injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).